Manufacturer narrative:
The insulin pump powered up properly after battery installation. No post-reset alarm, this alarm is generated when a power failure is detected blank display or critical pump error (open book image) alarm noted during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. Customer stated the insulin pump screen was turned off. Customer stated the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.